Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracic procedure the device would cut but would not staple. A small hemorrhage without clinical consequence (no blood transfusion) was corrected by manual suture. No patient consequence.